Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2019: lt. Col. (B)(6), jr. Vamc. (B)(6), md. From on (B)(6) 2019, patient hospitalized for cellulitis (skin breakdown and ulcers) on left lower extremity (lle). Patient was discharged home on antibiotics. On (B)(6) 2019, patient noticed ¿thick layer of green/white bubbling pus¿ on left knee and came to emergency department. He was admitted to the medical floor for readmission for cellulitis and started back on antibiotics. He was also treated for ¿weeping areas on posterior left calf¿. Blood cultures were obtained but found to be contaminated. Repeated blood cultures were negative x72 hrs. Dermatology obtained wound cultures which were positive for gram negative rods. Patient was discharged home the following day on oral antibiotics. Follow-up with pcp in two weeks and dermatology for mycotic toenails. On (B)(6) 2020: lt. Col. (B)(6), jr. Vamc. (B)(6), md. Operative report. Assistant #1: (B)(6), md/ assistant #2: (B)(6), md. Procedure: panniculectomy. Application negative pressure wound pressure greater than 50 square centimeters. Preoperative and postoperative diagnosis: massive panniculus with umbilical hernia. Anesthesia: general. Estimated blood loss: 200 ml. Specimen: abdominal pannus, 52 pounds sent to pathology. Drains: four 15-french jp round drains, 2 to each side of the abdomen. Complications: none. Indications: ¿the patient was seen preoperatively when an informed consent was obtained. Prior to obtaining informed consent, the risks and benefits were discussed with the patient, it was made clear to the patient that his risk for complication due to his weight and comorbidities is very high, the patient agreed to proceed.¿ wound classification: clean, findings: not provided. Procedure: ¿he was transferred back to the operating room where he was placed supine on the operating room table. General anesthesia was induced. Next, a bookwalter crossbar set was erected on the table over the patient. Next, 4 towel clips were clipped to the apex of the panniculus and they were secured to the crossbar in order to elevate the panniculus. At this point, the patient was prepped and draped using betadine, using the usual sterile technique. A timeout was called, everyone was in agreement. The decision was made to begin. We began by mixing 1 amp of 1:1000 epinephrine with one liter of normal saline. Then, 600 ml of this was injected along the incision lines and into the panniculus to assist with hemostasis. Time was allowed for the hemostatic effect to take effect. Next, a 10 blade was used to incise the lower incision. Dissection was carried down with bovie cautery to the scarpa layer and then proceeded superiorly for 3 fingerbread ths until we again dissected it deep down to the abdominal wall fascia. This was then carried superiorly to the level of the superior incision line. Next, the superior incision was made and was carried down to the anterior rectus sheath and connected to the other side. Care was taken around the umbilicus as there was a hernia noted on preop CT scan. This was incised circumferentially using an 11 blade. Dissection was carried around the hernia sac and once freed, the pannus was amputated. At this point, general surgery came into the operating room as a consult and repaired the umbilical hernia with mesh. Please see their operative report for details. After general surgery had completed repairing the umbilical hernia, we scrubbed back in. The superior flap was undermined discontinuously in order to mobilize it enough to obtain closure without tension. The superior flap was thinne, [sic] deep to the scarpa fascia and beveled at the end in order that it would lay flat against the inferior incision. At this point, after the flap was advanced to the inferior incision line and it was found to close well at this point. The operative site was washed with normal saline in order to remove any debris. Hemostasis was then obtained using bovie cautery and suture ligatures. Four 15-french jp drains were inserted, 2 on the right and 2 on the left and secured in place with 2-0 silk sutures. 10cc of evicel were sprayed into the wound bed. Next, attention was turned to the scarpa layer. This was closed using 1-0 pds and 2-0 pds deep sutures. Next, the deep dermal layer was closed using 2-0 pds and 3-0 monocryl. Following this, an incision wound vac was applied for a total wound vac surface area of greater than 50 square centimeters. At this point, the procedure was complete. All instrument and sponge counts were correct. The patient was awakened from anesthesia and transferred to the pacu in good condition. The patient tolerated the procedure well and there were no immediate complications.¿ implant preoperative complaints: on (B)(6) 2020: lt. Col. (B)(6), jr. Vamc. (B)(6), md. ¿the patient is a 58-year-old gentleman with morbid obesity and chronic panniculitis, who presented today for an elective panniculectomy per plastic surgery. Intraoperatively, the plastic surgery team identified an incarcerated umbilical hernia and consulted general surgery for assistance with closure of this fascial defect.¿ implant procedure: open umbilical hernia repair with mesh. [Implant: gore® dualmesh® biomaterial, 1dlmc02/18691741, 8cm x 12cm x 1mm thick]. Implant date: on (B)(6) 2020 [hospitalization dates: on (B)(6) 2020]. On (B)(6) 2020: lt. Col. (B)(6), jr. Vamc. (B)(6), md. Operative report. Assistant: (B)(6), md preoperative and postoperative diagnosis: umbilical hernia. Anesthesia: general. Estimated blood loss: 5 ml. Specimens: not documented. Complications: not documented. Wound classification: clean, findings: approximately 4-1/2 cm umbilical hernia. Procedure: ¿plastic surgery had already performed a large portion of the panniculectomy, and therefore a large section of the abdominal fascia was exposed with an interrupted umbilical stalk with incarcerated intra abdominal contents protruding through the umbilical defect. We carefully opened the hernia sac close to the abdominal wall defect. The contents of the hernia consisted of omentum. We continued to carefully dissect the omentum off of the hernia sac circumferentially. Part of the omentum was excised. This was performed after it was clamped and ligated with 2-0 silk ties as it was unable to be reduced easily to the peritoneal cavity. We extended the fascial defect bilaterally by 1 cm on each side. We then cut an 8 x 12 cm piece of gore dualmesh to fit the defect with at least 2 cm overlap circumferentially . Then, using #1 pds sutures were used to secure the mesh to the fascia (underlay) circumferentially in a continuous fashion. Finally, we used 2-0 vicryl to close the anterior portion of the fascial defect over the mesh in figure of 8s. Plastic surgery then continued with their portion of the operation. On (B)(6) 2020: implant record. Gore® dualmesh® biomaterial. Site: abdomen. Cat#:1dlmc02. Serial#: (B)(6). Size: 8cm x 12cm x 1mm. Expiration date: september 30, 2023. On (B)(6) 2020: lt. Col. (B)(6), jr. Vamc. (B)(6), md. Pathology report. Specimens: abdominal skin, umbilical hernia. Final pathologic diagnosis: abdominal skin, abdominoplasty. Focal ruptured epidermal inclusion cyst and scarring. Skin surface shows lichen simplex chronicus-type change. Umbilical hernia, excision. Skin and soft tissue with focal peritoneal lining, consistent with hernia sac. Gross description: abdominal skin: in formalin and labeled. Contains skin and subcutaneous tissue pieces along with multiple fibro-adipose tissue pieces. Skin surface showed numerous firm protrusions. On sectioning, there is a thick fibrous band underlying skin. No definite gross lesion was identified. Umbilical hernia: in formalin and labeled. Contains hernia sac with skin measuring 9.5 x 6.5 x 5.5 cm. Skin measures 7.5 x 5.5 cm. Hernia sac contains adipose tissue causing protrusion on the skin surface. Skin and adipose tissue is grossly unremarkable. On (B)(6) 2020: (B)(6), md. Discharge summary: no strenuous activity. Follow-up in clinic next wednesday. Keep wound vac in place at all times. Strip and measure jp drains. Regular diet as tolerated. Relevant medical information: on (B)(6) 2022: (B)(6), md. (B)(6) center. Nongyn cytology. Pathology report. Specimen: abdominal wall abscess fluid. Specimen vial received consists of approximately 1 ml of pinkish, watery fluid from which 1tp and 1cb will be made. Diagnosis: abdominal wall abscess fluid, cytology predominantly degenerated blood with rare degenerated cells-nondiagnostic. On (B)(6) 20/25: office visit. (B)(6), md. ¿(B)(6) is a 64 yo male presenting for gen surg follow up to discuss mesh excision. He is s/p panniculectomy in 2020 where general surgery was consulted intraop for an omentum containing umbilical hernia which was repaired with a piece of gore dualmesh (underlay). Since that time, he was found to have mesh infection requiring intermittent antibiotics and ir drainage of abscess cavity for persistent mesh infection. Currently, he reports doing well throughout the drainage. He endorses intermittent drainage every month or so now - much improved from prior episodes. He has been following with move! Clinic and improving diet for weight loss. He currently weighs 369 pounds- weighed 372 in may 2025. He denies any fevers, chills, drainage from midline, change in bowel or urinary habits. He lives in (B)(6) with his wife and completes majority of his own adls. He uses a wheelchair for long distances but does not use cane/walker for ambulation around the house. Denies hx of mi, cva, antiplatelets or anticoag use.¿ explant preoperative complaints: on (B)(6) 2025: (B)(6), md. ¿(B)(6) is a 64 male with chronic mesh infection s/p panniculectomy & umbilical hernia repair with mesh placement in 2020- gore dual mesh placed in underlay fashion. He is having chronic drainage from his abdominal wall with progressing skin/soft tissue induration and he desires explantation due to the chronic infection.¿ explant procedure: robotic assisted mesh explantation, small bowel resection, ventral hernia repair with mesh. [Implant: phasix st mesh]. Explant date: on (B)(6) 2025 [hospitalization: on (B)(6) 2025]. On (B)(6) 2025: lt. Col. (B)(6), jr. Vamc. (B)(6), md and (B)(6), surgical resident. Operative report. Assistant: (B)(6), pgy-1. Diagnosis: infected mesh. Anesthesia: general. Estimated blood loss: 20 cc. Specimens: small bowel, ventral hernia mesh. Complications: none. Implant: phasix st mesh. Wound classification: contaminated. Findings: ventral hernia with mesh containing chronic abscess cavity. Small bowel densely adhered to previous mesh with either fistulous track or unavoidable enterotomy at the point of dissection from the mesh. Procedure: ¿after informed consent was verified, the patient was taken to the operating room and positioned on the operating room table in a supine position. A preoperative briefing was performed with the patient's participation to identify the correct patient, procedure, and operative site. All were in agreement. Bilateral lower extremity scds were applied. Uneventful general anesthesia was induced. Preoperative antibiotics were administered. The abdomen was prepped and draped in standard sterile fashion. The abdomen was entered with a veress needle at palmer's point and insufflated with co2. An 8 mm trocar was placed in the left upper midline under direct visualization via optiview. The abdomen was examined for any iatrogenic injuries, none were identified. We noted the previous hernia site with a loop of small bowel densely adhered to it. An 8mm trocar was then placed in the right hemi abdomen and a 12mm trocar was placed in the right lower quadrant, all under direct visualization. The robot was docked and the instruments were placed under direct visualization. A combination of electrocautery and blunt dissection was used to take down the omental fat and small bowel adhesed to the previous site. Care was taken to avoid injuring the small bowel. Due to the degree of adhesion, a portion of the mesh was left on the bowel wall to avoid injury. During dissection there was some purulent drainage from the mesh, likely from the chronic abscess cavity. Following removal of the bowel and fat from the hernia site, the previous mesh was excised from the hernia using electrocautery. Care was taken to ensure all of the mesh was removed. The small bowel we previously dissected off was examined and we noted a small enterotomy that was closed temporarily with a silk suture, it was unclear if this enterotomy was from a fistulous tract to the abscess cavity. A portion of mesh was left against the bowel wall previously so the decision was made to perform a small bowel resection incorporating the enterotomy and mesh. An additional 8mm trocar was placed in the right upper quadrant to assist with the anastomosis. Rents [sic] were made in the mesentery proximal and distal to the diseased bowel. The small bowel was transected at each margin using the blue load robotic stapler and placed in an endocatch bag along with the explanted mesh. The two ends were laid adjacent to each other in a side to side antiperstalic orientation. Enterotomies were made in the corner of each limb, each end of the robotic stabler was inserted into the enterotomies and fired to create the common enterotomy. The opening to the common enterotomy was then closed with 3-0 spiral strafefix in running fashion and oversewn in lambert fashion. We turned our attention to the hernia defect which was closed primarily with 0 strafifix symmetric and running fashion. The phasix st mesh was then secured over the defect with 2-0 spiral strafifix. The abdomen was thoroughly irrigated with saline. The 12mm port was extended to allow for extraction of the endocatch bag, these were then passed off as specimen. The fascia of the 12mm port was closed with 0 stratifix symmetric. The instruments were removed and the robot undocked. The skin of the port sites were closed with 4-0 monocryl. Dermabond was applied to all the incision sites. This concluded the operation. The patient tolerated the procedure well. The patient was awakened from anesthesia and transferred to pacu in stable condition. All sharps were accounted for and disposed of appropriately. Dr. (B)(6) was present with level b involvement.¿ on (B)(6) 2025. Lt. Col. (B)(6), jr. Vamc. (B)(6), md. Pathology report. Specimens: small bowel, explanted mesh. Final pathologic diagnosis: 1. Small bowel, partial resection: benign small bowel with focal fibrosis and mural defect. Viable margins of resection. 2. Mesh, explant: mesh with surrounding soft tissue abscess, granulation tissue and chronic hemorrhage, consistent with infection. Gross description: 1. Small bowel: in formalin labeled ¿small bowel¿, is an unoriented segment of small intestine measuring 16.5 cm in length, 4.3 cm in circumference, and 0.4 cm in average wall thickness with small lattached lobules of mesenteric fat. The serosal surface is tan-pink and glistening with focal, rough [sic]. No frank purulent material is identified. After opening, there is an area of induration with mucosal discoloration measuring 4.7 x 3.5 x 0.4 cm, associated with mural thickening. Black suture material is present at this site, suggestive of a possible fistula tract. The remaining mucosal surface is tan pink with preserved folds and without grossly identifiable ulceration or mass lesion. 2. Explanted mesh: in formalin labeled ¿explanted mesh¿ consists of a tan yellow to brown tan, roughly round, fibrous soft tissue fragment measuring 5.5 x 4.5 x 3.0 cm, with two attached blue sutures. The specimen is well-circumscribed, firm, and fibrotic, with a roughened, irregular external surface. No obvious purulence or necrosis or attached tissue is identified. The outer surface is inked black. Sectioning reveals dense, whorled fibrous tissue with incorporated mesh strands. On (B)(6) 2025: (B)(6), md. Discharge summary. Patient with controlled pain, tolerating regular diet and moving bowels. Discharged to home to finish antibiotic course. Follow up in outpatient clinic in 2 weeks. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent open umbilical hernia repair on (B)(6) 2020 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2025, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: chronic infection, adhesions, bowel resection, pain. Additional event specific information was not provided.